Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be jumping around. Review of pump data by tandem technical support showed the pump battery dropped from 55% to 20% within 34 minutes after being connected to a power source. Customer reported blood glucose level was 214 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also has manual injection supplies available.